Event description:
Account said the head will not go up. The pump runs and the manual pump is hard when pumped with the switch.

Manufacturer narrative:
Made several attempts to contact the customer for resolution of this issue without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.